Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was stuck at blue screen restarting status for over 3 hours. A field service engineer (fse) replaced 1.7.4 hard drive and performed data synchronization to resolve the issue. Further the fse installed and updated remote support service (rss) and component manager. Then the pharmacy technician tested the station without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a windows update and appeared offline in rss, preventing users from accessing the system there were no delay and adverse events or injuries reported based on this event.